Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a transabdominal preperitoneal (tapp) procedure. The surgeon fired the tacking device, bu t the tack was not placed properly to the tissue. Sometimes the tack did not come out from the device. Another tacking device was opened but the same event occurred. A tack fell into the cavity of the patient but was retrieved. The procedure was completed with manual suturing. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first returned product noted the shaft was bent and the instrument was fully fired. The second returned product noted no visual abnormalities and it was fully fired. The handle of both devices were able to be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.